Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer replaced the o2 (oxygen) sensor and unit tested well but the alarm reoccurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was having intermittent 'low fraction of inspired oxygen (fio2)' alarms during patient use. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue and a vyaire field service representative(fsr) evaluated the device onsite, passing extended systems test (est). Checked fraction of inspired oxygen (fio2) at vte (end-tidal volume) 500ml and 100ml at 21, 30, 60, 90, and 100. Every value is within 3%. Other valves were within 2% or less, with 60% at 3% and no alerts were spotted. 90% o2 was used all night, no mistakes were found. Neonatal with infant test lung was performed at 30, 60, and 90% and there were no errors on fio2.